Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Customer also reported a max delivery alarm occurring at the time of the high blood glucose incident. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous and tired from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Troubleshooting also found the insulin pump did not pass a high pressure test. The customer's blood glucose was 127 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.